Manufacturer narrative:
This report is submitted on may 14, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to facial nerve stimulation. The patient was not re-implanted with a device.

Manufacturer narrative:
This report is filed on june 14, 2019.